Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, upon insertion and advancement of a 23mm sapien 3 valve and commander delivery system, significant resistance was felt. The resistance was felt not only at the access site, but overall. The delivery system was difficult to insert ¿as a whole¿. The forces also worked on the 14fr. Esheath at the same time. ¿damage¿ to the access vessel insertion site was noted. Final angiography revealed a rupture of a blood vessel. Post deployment of a 23mm sapien 3 valve, the esheath was retracted and vascular anastomosis was performed. The procedure was completed. The access vessel minimum luminal diameter measured 6.0mm with mild calcification and mild tortuosity reported. Per medical opinion, a ¿large¿ force was required for the insertion of the delivery system. As a result, it affected the esheath and caused the vascular damage. The delivery system and esheath were discarded at the hospital and are not available for evaluation. The valve remains implanted in the patient.

Manufacturer narrative:
The delivery system and esheath were discarded at the hospital and are not available for evaluation. Imagery of the patient¿s anatomy was provided. A review of this imagery showed some calcification in the access vessel. A device history review (DHR) was performed and none of the work orders revealed any issues that may have contributed to the reported event. Review of the relevant lot history revealed one (1) other complaint for ¿sheath, shaft ¿ resistance with delivery system, bc¿. However, the complaint was unable to be confirmed and no manufacturing nonconformance were identified. A review of complaint history reveals that the occurrence rate did not exceed the july 2018 control limits for the trend category ¿resistance between devices¿. No instructions for use (IFU) or training deficiencies were identified. Inspections during the manufacturing process and testing performed during the product verification process support that it was unlikely that a manufacturing nonconformance contributed to the reported complaint. The device was not returned for evaluation and no procedural imagery was provided for review, the complaint for ¿sheath shaft ¿ resistance with delivery system¿ was unable to be confirmed. A review of complaint history, lot history, and DHR revealed no indication that a manufacturing nonconformance contributed to the complaint event, and a review of manufacturing mitigations further supports that the devices have sufficient inspections in place to identify defects related to the complaint events. A review of the IFU/training materials revealed no deficiencies. As noted in the training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿. The patient¿s access vessels were characterized as mildly tortuous, which can may create a difficult pathway to advance the delivery system through the sheath requiring additional push force. Calcification in the access vessel can interact with the sheath and delivery system during insertion, creating additional resistance. Resistance was noted be felt not only at the access site but overall, which could be a result of tortuosity/calcification through the patient¿s anatomy. Procedural factors such as improper flushing/wetting of the devices, incorrect de-airing (residual fluid or over inflation of balloon increasing balloon profile), incomplete or misaligned valve crimping, and incomplete advancement of the loader may result in difficulty inserting the delivery system through the sheath. The aforementioned factors may create additional resistance when advancing the delivery system through the sheath. Without the device being returned for evaluation, functional, visual, and dimensional analysis were unable to be completed. Therefore, a definitive root cause for the resistance observed during delivery system advancement is unable to be determined, but is likely attributed to patient/procedural factors (tortuosity/calcification). A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure. The failure modes:  inability to advance a compatible device through the sheath, high push force (resistance) to advance compatible device through the sheath or loader & difficulty in advancing compatible device through loader/sheath system all carry a severity of 2, possibly resulting in a procedural delay. The complaint was unable to be confirmed, and no training/IFU/labeling inadequacies were identified. No manufacturing nonconformance was identified during evaluation and available information suggests that patient/procedural factors (tortuosity/calcification) may have contributed to the reported event. Review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category for july 2018. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.